Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the anchor and suture strings off the device. The anchor is fractured at the proximal end of the suture window and held together by the suture strings. The prongs at the distal end of the insertion device are deformed, this failure has been determined to be related to the reported event. All returned items have debris on them. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder cuff repair, a twinfix ultra anchor broke; however there were no broken pieces inside the patient. Surgery resumed after non-significant delay, with a back-up device used in the originally drilled bone hole which was prepared with a 4.5mm awl; therefore no voids where left in the patient, whose bone quality was normal and current health status good. No further complications were reported.